Event description:
Pt admitted, from nursing home, 8/15/96 with fuo, altered mental status and septic work-up. Hosp los uneventful. Treated with antibiotics. 8/23/96 left ventriculostomy inserted. 8/31/96 right ventriculostomy replaced. 9/11/96 left ventriculostomy replaced. 9/13/96 nurse found external drainage collection tubing on floor. Pt lost approx 300-350cc cerebrospinal fluid (csf). Adhesive tape used to hold tubing in place came loose. Questionable if drainage collection kit is device failure. Adhesive tape failed. 9/17/96 pt expired.